Event description:
The event is reported as: the loaded clip was placed over the vessel but did not lock. No patient injury reported. Patient current condition reported as fine.

Manufacturer narrative:
No sample available to investigate. DHR investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.